Manufacturer narrative:
This event is being reported in a conservative manner, due to unknown patient impact (the added x-clamp time resulting from the event was unknown), although the patient's care was reportedly uncompromised by the event. According to the event narrative provided, upon re-entering the aorta the physician suspected the valve had been mis-sized and that a pvs 27 would have been more suitable. Device was discarded.

Event description:
A perceval pvs25 was implanted via full sternotomy on (B)(6) 2017 in a patient with a stenotic native valve. After the valve was implanted, a severe pvl was observed on intraoperative tee. The perceval was subsequently explanted, and replaced with an edwards magna ease 25 mm, implanted supra-annularly. The patient care was reportedly not compromised by the event; however, the added cross-clamp time resulting from the event is unknown. The device was discarded after explant.

Manufacturer narrative:
A review of the manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4), as they pertain to the reported event, was performed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the event narrative provided, it is possible that this event occurred due to a mis-sizing of the valve, as the physician reported that a perceval size 27 mm would probably have been more suitable. However, based on the information provided, it was not possible to confirm the mis-sizing of the device. Furthermore, as the device was not available for return, no dimensional analysis or other device investigation could be performed. As such, it is not possible to confirm the root cause of this event. However, based on the document review performed, no manufacturing deficits were identified.